Event description:
Customer reported that she received no delivery alarms for over a week. Customer also mentioned that the insulin pump has cosmetic damage and is being replaced. Blood glucose value was 356 mg/dl; treated with manual injection. Customer reports the alarm was resolved by an infusion set change. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-61814 regarding the insulin pump damage.